Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the heavily tortuous left anterior descending (lad) coronary artery. The 2.8x26 mm graftmaster covered stent could not cross after several attempts. A new graftmaster covered stent was used to complete the procedure. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in the heavily tortuous left anterior descending (lad) coronary artery. The 2.8x26 mm graftmaster covered stent could not cross after several attempts. A new graftmaster covered stent was used to complete the procedure. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Although the device was returned for analysis, it was inadvertently discarded. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9- device not available for evaluation as it was inadvertently discarded h3 - reason device not evaluated by mfg changed from device evaluation anticipated, but not yet begun to other, inadvertently discarded. H3 other text : device inadvertently discarded by returned goods lab.

Event description:
N/a